Event description:
It was reported the patient¿s implantable neurostimulator (ins) depleted. The reporter stated their first ins battery only lasted 14 months and they had to have it replaced. The reporter further stated this was in (B)(6) 2011. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), product type lead; product ID 3708140, serial # (B)(4), product type extension; product ID 3708140, serial # (B)(4), product type extension; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).